Manufacturer narrative:
Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. The ra lead is a non-boston scientific lead. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. There was evidence that the patient required atrial pacing prior to the rrt artifact and that there was likely inhibition of atrial therapy as a result of the oversensing. Ts discussed troubleshooting and programming options. The plan is to reprogram the device. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. The ra lead is a non-boston scientific lead. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. There was evidence that the patient required atrial pacing prior to the rrt artifact and that there was likely inhibition of atrial therapy as a result of the oversensing. Ts discussed troubleshooting and programming options. The plan is to reprogram the device. The device remains in service. No adverse patient effects were reported. Additional information received indicated that there was intermittent atrial loss of capture (loc) on non-boston scientific right atrial (ra) lead. The ra impedance measurements were out of range measuring greater than 3000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software.